Event description:
The information received indicated that the physician experienced inflation difficulty and the balloon of the stent delivery system of a cypher ruptured during a percutaneous coronary intervention. Target lesion was de novo, moderately calcified and slightly tortuous with 75% stenosis from the proximal left circumflex to the distal left circumflex. Pre-dilation with a balloon (maverick 3.0/15mm) was conducted. Then cypher (3.5/18mm) was delivered to the target lesion without any resistance. And when pressure was applied, the pressure did not increase and the balloon wouldn't inflate at all. Physician speculated the balloon to be ruptured and removed the cypher from the patient, so the procedure was finished with the implant of a different cypher (3.5/23mm) at the target lesion. There was no patient injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation, but it has not yet been received. Additional information will be submitted within thirty days upon receipt.